Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample. The initial result was 0.17 ng/ml and was reported outside the laboratory. The patient was admitted to the hospital on the basis of this result and chest pain. The sample was repeated on the same analyzer twice with results of <0.01 ng/ml. The sample was also repeated on cobas c601 analyzer serial number (B)(4) three times with results of <0.01 ng/ml. The repeat results were considered to be correct. The user did not have access to further information concerning the patient's current condition or if the patient was adversely affected. The troponin t reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative could not find a cause and could find no instrument issues. He checked the mechanical alignments and checked the wash stations which were okay. To verify the analyzer operation, he ran performance testing with all results okay and within specifications. Calibration and quality control were performed which were within the user's specifications.

Manufacturer narrative:
A specific root cause was not identified. Quality controls were acceptable prior to and after the event. Analyzer performance checks were within specification. Based upon information provided, the customer was not centrifuging samples according to the tube manufacturer's recommendations. This is a possible cause for this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.